Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the jagtome rx 44 was not returned; however, a photo was provided by the customer and observed that the cutting wire was kinked and broken. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Per media analysis, it was found that the cutting wire was kinked and broken. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The wire break could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to a break. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. Based on the information available and the analysis performed, it was determined that the investigation conclusion code for this event will be documented as adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the proximal end of the cutting wire broke when bowed and pressing on generator. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the proximal end of the cutting wire broke when bowed and pressing on generator. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.